Manufacturer narrative:
Device was used for treatment, not diagnosis. Device malfunctioned intra-operatively and was not implanted / explanted. Date returned to manufacturer. Device history records review was attempted. The report indicates that the: DHR review for: unknown part, lot number combination in the records. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during original procedure of orif left hip on (B)(6) 2018, surgeon was trying to connect the nail to insertion handle and he cross threaded connecting screw into nail which caused nail not to connect properly to insertion handle. The 3.2 mm guide wire was sitting too low or too high in the nail. Upon using 6/9 stepped drill bit, the drill bit tip hit inside of the nail causing tip of the drill bit to break off into the patient into multiple pieces. Fragments were embedded in patient. Surgeon did not attempted to retrieve the fragments. Upon of insertion of helical blade, the guide wire advanced through the femoral head. Due to this occurring, the surgeon took out the helical blade, took out the guide wire and re inserted the helical blade without a guide wire. There was 2 min delay in procedure. Procedure was completed successfully and patient was reported as stable. Concomitant devices reported: insertion handle (part # - 03.037.012, lot # unknown, qty ¿ 1), helical blade (part # 04.038.310s, lot # h379767, qty ¿ 1). This complaint involves four devices (connecting screw, nail, drill bit, guide wire). This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part number: 03.037.010, lot number: 9564387, manufacturing location: hägendorf, release to warehouse date: 09 october 2015 : no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was performed. The returned device was inspected at customer quality (cq) and stripped threads were identified which confirms the complaint. The post manufacturing deformation is most likely the result of cross threading with mating nail. Additionally, the hex head recess shows signs of deformation (rounded corners). Replication of the complaint condition is not possible, as the nail was not returned. The following drawings were reviewed during investigation se_666941 revisions a-c and se_395010 revisions f&g. The 03.037.010 cannulated connecting screw is a reusable instrument routinely used in the tfnadvanced proximal femoral nailing system. A dimensional inspection was not performed at cq due to the post manufacturing damage. Review of the DHR showed that there were no issues during the manufacture of this product, including material and hardness issues, that would contribute to this complaint condition. No product design issues or discrepancies were observed that may have contributed to the complaint condition. A definitive root cause could not be determined, but this complaint is most likely due to attempting to thread this screw into the nail while not aligned sufficiently and applying torque which leads to threadform deformation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. It was previously reported on mwr-01032018-0000065326 that the date device returned to manufacturer was 3/20/2018. However, the correct date is 3/19/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.